Manufacturer narrative:
Upon follow up it was reported the patient was treated with unspecified antibiotics which were discontinued 21 days after event onset. The same day pd therapy was stopped and the patient was transferred to hemodialysis. At the time of this report the patient was not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born in (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic which resulted in peritonitis. The cause of the breach was reported as a change in caregiver. The patient was hospitalized for the event on the same day as onset. Treatment and patient outcome was not reported. It was not reported if the caregiver was retrained on proper technique. It was not reported if pd therapy was ongoing. No additional information is available.